Event description:
During verification testing at the service center, unrestricted flow was noted.

Manufacturer narrative:
During testing, unrestricted flow was noted. This was due to a missing platen on the door frame assembly. When the device door is closed, the platen/spring assembly that is located on the device door mates with the administration set tubing. During delivery, the actuation of the pumping head forces the tubing against the platen; however, in the absence of the platen, there is no resistance applied against the tubing which can result in unrestricted flow. The probable cause of the missing platen is use in the customer environment. A calibrated tubing set was used per the device release specifications. This report represents all the info known by the rptr upon query by hospira personnel.